Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date (june 2021) since date of data collection was not provided. Device was implanted at time of event. Article information: sabbag a, et al. Annual congress of the european heart rhythm association, ehra 2021. Doi: http://dx.doi.org/10.1093/europace/euab116.077 sheba medical center, heart institute, ramat gan, israel and center for experimental cardiovascular research, prague, czechia. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿heartmate 3-challenges in ventricular tachycardia ablation that the heartmate 3 (hm 3) lvas may be related to death. This was a cohort study, which included patients implanted with an hm3 (n=19). A total of 11% of patients died.